Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did integrate in type IV bone. Clinician noted patient's bone loss, pain, mobility, inflammation, swelling, poor bone quality/qty. And non-compliance. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did integrate in type IV bone. Clinician noted patient's bone loss, pain, mobility, inflammation, swelling, poor bone quality/qty. And non- compliance. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).